Event description:
It is reported that the patient was revised due to one of the screws backing out of the nail.

Manufacturer narrative:
Evaluation summary - the screw may have backed out post-op. If the surgeon did not fully seat the proximal screw, or if the screw was damaged during placement. Without additional information, the exact cause of failure cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.